Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the infusor line (not as tight as usual). The device was filled with fluorouracil 4500 mg in 0.9% nacl solution. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided. Device manufacture date: (B)(4) 2018 - (B)(4) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.